Event description:
Additional information reported indicated that the patient was reprogrammed and was "doing well." It was noted that the patient received good coverage from their implantable neurostimulator. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect after trying to lift a heavy appliance. He was scheduled to meet with the company representative for reprogramming. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-65 serial #(B)(4) implanted: (B)(6) 2011 explanted: na; recharger model 37752 serial #(B)(4); programmer model 377543 serial #(B)(4).